Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 10mg/ml morphine at 2.2mg/day via an implantable infusion pump. It was reported that the pump had stalled and not recovered. Environmental causes were ruled out. The patient experienced an increase in pain and blood pressure. The pump was replaced. No further complications were reported.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to a gear train anomaly with gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated the pump was replaced on (B)(6) 2020 and was returned for analysis. It was further reported the pump started alarming and the patient noted a return of pain. The patient was transported to the hospital and given oral narcotics. The patient had experienced a sudden loss of therapy. The patient¿s status after the device was removed due to a motor stall/alarm was recovered without sequela and there was no patient injury. A rotor study was not performed. No further complications were reported.